Event description:
In 2002, the pt was admitted to the hosp for profound weakness, abdominal pain and dehydration. On the day of the admission the pt was oriented to name and place only, the pt's family felt that the pt could be overmedicated, however, pt was still complaining of pain. Abdominal CT the next day showed grossly unchanged severe metastatic disease in the left lobe of the liver; increase in tumor size in the right lobe, edema and ascites. Blood work revealed albumin - 1.8 g/dl, bilirubin - 0.7 mg/dl, alt - 64u/l, elevated ast - 74u/l, alkaline phosphatase - 1,073 u/l and ammonia - 59 umol/l. After rehydration and pain management the pt was discharged to hospice the next day and died at home 2 days later. The death was judged to be possibly related to therasphere. It is not clear though, whether it was the radiation hepatitis or liver cancer progression that contributed to this unfortunate result.